Manufacturer narrative:
Manufactures investigation conclusion: analysis of the submitted log file confirmed pump stoppage, low flow, and low speed events. Based on experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, the pump stoppages that occurred while the patient was supported by the power module could be indicative of driveline damage. The submitted log file contained data from 20dec2020 through 21jan2021. Beginning on 21jan2021, the pump begins to struggle to maintain a speed above the low speed limit and a low speed advisory is triggered followed by multiple pump stoppages. Corresponding hazard alarms for low speed and low flow were active during pump stoppage events. All low speed and pump stoppage events occurred while the system was supported by the power module and appear to resolve when the patient switches to battery power. No other atypical alarms or events were captured. The actual speed remained above the low speed limit for the remainder of the log file and the pump appeared to be functioning as intended. The account reported that the patient experienced multiple pump stoppages, low flows, and low speed advisories while connected to the patient cable. The cause of the events was determined to be a driveline fracture and the patient was placed on an ungrounded patient cable as a result. The patient is reportedly stable and there have been no further pump stoppages. The patient remains ongoing on heartmate ii lvas. No product is available for investigation. No further complaints have been reported at this time. The heartmate ii lvas instructions for use (IFU) outlines all system controller alarms as well as the appropriate actions associated with them. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The patient handbook contains a section on ¿caring for the driveline¿, however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The relevant sections of the device history records for (B)(4) and the percutaneous lead, serial number (B)(4) (document #(B)(4)), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 18dec2014. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient has had multiple pump stops, low flows and low speed advisories while being connected to a patient cable. Log file submitted captured pump stops on (B)(6) 2021 and only appear to be occurring while the vad is connected to the power module. The low flow and speed events were identified to be due to a driveline fracture. The patient was placed on ungrounded cable. There were no further pump stops and the patient is stable. X-rays were submitted. No product will be returned, and no additional information provided.